Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found serum on the tip clamp, and the sleeve was stuck in the up position in the reported problem area of the pipette assembly. Fse replaced tip clamps and cleaned the tip sleeves. The instrument was inspected, tested without further problem, and returned to service.